Manufacturer narrative:
The patch was received for investigation. The electrode did not meet physical or electrical specification, as the flex circuit was cut. This report is being submitted because empi has received a similar complaint that suggests that this device may have malfunctioned in such a way that it could have contributed to this injury.

Event description:
It was reported that a pt suffered a burn under the battery area of the hybresis patch. The pt was being treated for s/p nerve transposition, using dexamethasone 1.5cc, concentration 4mg/ml. The treatment time was 2 hours. The pt did not require any special attention for the burn.